Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he woke up with blood glucose of 40 mg/dl. Customer drank orange juice and honey. Customer treated with food and has been experiencing low blood glucose this morning. Customer was advised to speak with his health care professional regarding the low blood glucose. Customer was advised to monitor the pump.